Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 271 mg/dl. Reportedly, the user just ate a meal and stated that they would not further correct bg level due to having insulin already in their body.